Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Nurse reported customer's hospitalization due to high blood glucose. Nurse stated that she did not think the insulin pump was delivering insulin. Customer was feeling bad. The blood glucose reading at the time of the event was 555 mg/dl. Customer is being treated with manual injections. Caller advised that the insulin pump will be replaced. Nothing further reported.